Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was observed to have floated upward and partially blocked the airpath. The device's air inlet path assembly needs to replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was observed to have floated upward and partially blocked the airpath. The device's air inlet path assembly needs to replaced to address the issue. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.